Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump in the past. Troubleshooting was not done. The customer reported that there were leaks on the infusion set of the insulin pump. No additional information was provided.